Manufacturer narrative:
The device history (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionaire was not received. (B)(4).

Event description:
A surgical tech reported a pt was noted to have interstitial keratitis approximately 4.5 months following lasik surgery. Topical steroid dosage was increased to treat the event and the pt was reported to be asymptomatic. Additional info was requested. There are two medical device reports associated with this event. This report is for the left eye.